Event description:
It was reported that the left ventricular (lv) lead dislodged. It was also reported there was no capture. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2014; 5076-52, lead, (B)(6) 2014. (B)(4).